Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after thr surgery had been performed in 2006 and revised in 2017, the patient experienced infection. This adverse event was solved by revision surgery on (B)(6) 2023, in which constrained liner and head was removed, washout and debridement took place and a new constrained liner and head was put in. Current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, reportedly, eleven years post primary total hip replacement surgery(2006), a revision surgery (2017) was performed due to infection. The patient underwent a second revision approximately six years later ((B)(6) 2023) due to further infection of an unspecified type. During the revision procedure, the constrained liner and head were removed/replaced in addition to a washout and debridement was performed. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. No blood, wound or tissue culture results were provided. The patient impact beyond the reported revision, and ¿long term antibiotic¿ treatment cannot be determined. The patient¿s current health status is unknown. Therefore, no further medical assessment can be rendered. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for r3¿ constrained liner acetabular system revealed that infection, both acute postoperative wound infection and late deep wound sepsis has been identified in the possible adverse effects section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Additionally, since the device batch number was not provided, a review of the sterilization records could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.